Event description:
On (B)(6) 2015, a dentist reported the case of a (B)(6) year-old female patient who required extraction of tooth #5. This tooth had an onlay made from 3m espe lava ultimate cad/cam restorative for cerec which was placed on (B)(6) 2012. It was reported that the underlying tooth structure fractured and required extraction on (B)(6) 2014. The patient received a bone graft and placement of an implant at the same time as extraction.